Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the patient eight days later, and obtained the following information. The patient reported that the alleged power issue began ten days prior. The patient informed the mss that she generally test 2x/day and manages her diabetes by taking a total of 4 pills glyburide daily (2 in the morning and 2 in the evening). The patient claimed that she does not take the glyburide if her blood glucose is below 75 mg/dl. As a result of the alleged issue, the patient claimed she was unable to test her blood glucose; however, continued to take her oral medication as usual. In the same month, the patient reported that she became shaky. In response to the symptom, she stated that she drank milk and felt better afterwards. At the time of troubleshooting, the cca noted that the patient claimed that she replaced the subject meter's battery; however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.